Manufacturer narrative:
Medical devices cont: 6947 lead; 4196 lead, implanted (B)(6) 2012 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead exhibited increased impedance and high thresholds. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.